Manufacturer narrative:
The reported event could be confirmed. Based on the investigation, the root cause was determined to be user related. The failure was caused by an over torque applied on the clamp square head screw. The device inspection revealed that the screw is indeed broken. The screw breakage surface is consistent with a fracture due to over torqueing. The operative technique guide clearly mentions not to overtighten the screws as they might get damage along with the torque wrench. It is unknown if a torque wrench was used, however it is strongly recommended to manipulate the screws with this instrument as it will give an indication of when the appropriate torque is reached. If such instrument is not used, it is likely that the square head screw will break under too much torque. Note as stated in the operative technique guide: ''note: all square head screws need to be tightened to the appropriate torque to maintain adequate stability using the torque wrench. [¿] note: do not overtighten as this may damage the clamp or torque wrench.'' A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
When attaching the tube to the pin holder, the pin holder broke off.replacement was available

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When attaching the tube to the pin holder, the pin holder broke off. Replacement was available.